Event description:
Procedure type: sigmoid resection. According to the reporter: there were no abnormalities noted during the initial procedure. One to two days post-operative the patient developed an anastomotic insufficiency. The patient was re-operated and it was noticed that the staple line was visible but the tissue beyond it was necrotic. A new anastomosis was created using another stapler. No bleeding or significant surgery delay in either case was reported. No further incident or patient details have been disclosed from the user facility. Procedure was sometime between (B) (6) and (B) (6) 2008.

Manufacturer narrative:
(B) (4). (B) (4).